Manufacturer narrative:
Based upon the clinical assessment, the reported endoleak is inconclusive. There was no case information (records/imaging). A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation findings, a design or manufacturing root cause could not be identified based upon available information, and overall the investigation is inconclusive.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2015 with a bifurcated and suprarenal aortic extension and during the procedure, angiogram showed an endoleak between the components. The physician elected to treat the patient by eliminating the heparin which the aneurysm would thrombus itself. Patient is in stable condition.